Event description:
It was reported that, after inspection of the back up instruments, these were set aside for complaints. No patient involvement. This report is for one (1) unknown screwdrivers: trauma. This is report 7 of 7 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screwdrivers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Visual inspection: the complaint device unk screwdriver shaft (product code: unk, lot number: unk) was returned to customer quality (cq) west chester for investigation. The driving tip of the screwdriver shaft was stripped and threaded. Device/defect identified: yes the device part and lot number was unknown, hence a document, dimensional inspection review was not performed. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the driving tip of the driver shaft was stripped, hence the complaint was confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.